Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# :va2d65f032, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that there was a lead migration. It was stated that no diagnostic tests were done and no interventions were taken. The patient had recovered and the issue was resolved (B)(6) 2021. No patient symptoms reported.